Event description:
This is filed to report the xt mitraclip opening during establishment of final arm angle. It was reported that a mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) grade 3-4. An xtw clip (20817r1042) was successfully implanted. Imaging was difficult. Approximately 20 minutes was spent trying to confirm capture of the leaflet with the posterior gripper. The clip was placed, reducing mr to trace. After reviewing the 3d image post deployment, it appeared that the clip may have been partially grasping leaflet and part of the cleft. However, the clip was stable and no additional clips were implanted. On (B)(6) 2023, the patient returned with a mr grade of 4 and the originally implanted clip was detached from the posterior leaflet (single leaflet device attachment (slda)). Tissue damage could not be ruled out. The slda was attempted to be stabilized with an xt mitraclip (20614r129). There were slight imaging issues. The xt clip was positioned medially to the slda. However, the clip opened during the second establishment of final arm angle (efaa). The clip was able to be re-opened, inverted, and removed from the body. A replacement xt clip was placed medial to the slda and a nt clip was placed lateral to the slda, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while establishing final arm angle (efaa) could not be determined. Image resolution poor is related to procedural conditions as slight visualization difficulty was reported. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). The additional mitraclip will be filed under a separate medwatch report number.